Event description:
It was reported that non-sustained lead noise episodes showed ventricular oversensing. Review of session records revealed that the noise appeared to be due to emi. The device remains implanted and patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.